Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system inappropriately delivered three anti-tachycardia pacing (atp) bursts and six 41j shocks due to crosschamber blanking of atrial signals. A-blank after v-sense had been programmed to 85 ms, the longest setting. Technical services (ts) discussed troubleshooting options and programming considerations, such as reducing a-blank after v-sense and turning off ra detection enhancements. This ICD remains in service. No additional adverse patient effects were reported.